Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken main tube in multiple locations: at the distal end near the grip, where material loss suggests potential fragments, and at the midpoint, where the instrument was completely severed, resulting in extensive damage to all internal components. At the fracture site, the grip cables, pitch cable, and conductor wire were all fully broken. The hypotube was bent at the midpoint, though no missing pieces were identified. Additionally, the flush tube was kinked and damaged at the location of the main tube break. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Furthermore, the broken grip cables, pitch cable, conductor wire, bent hypotube, and kinked flush tube were determined to be direct consequences of the broken main tube.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument got stuck after entering the trocar into the patient. The shaft of the instrument was broken in half to remove it from the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the correct event date was (B)(6) 2025. The instrument was broken off the field in order to get the trocar off of it. All the parts of the instrument were sent to decontamination and later for return. The doctor was uncertain about how the breakage occurred and could not confirm if the instrument had collided with another during the procedure, although it was used for most of the operation.